Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed, and preliminary analysis found the device in a no output-no telemetry condition. Analysis found the device battery to be severely depleted and the cause of the no output-no telemetry condition. When powered with an external supply, the device was functional. Nominal device system current drain was observed throughout the analysis. The device functioned nominally with regards to telemetry and pacing. Regulated supply and reference voltages were nominal. No anomalies were observed during optical and x-ray inspections. The analysis was terminated due to the inability to establish a high current drain condition. Further analysis of the device battery concluded that there were openings in the anode separator enclosure, lithium deposition at the separator opening, and lithium material near the cathode tab. (B)(4). This device was included in that field action, and returned product testing found the device did perform as described in the field action.

Event description:
The device was returned to the manufacturer with no reason for replacement. The device was analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Event description:
Follow-up information from the clinic indicates the device was replaced due to normal end of life (eol).